Event description:
Boston scientific received information that this pacemaker was unable to be interrogated at a routine device check. The device was believed to be at end of life (eol) battery status. Available information indicates the device was implanted for approximately one year. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received corrected information. The device model and serial number initially reported were for the patient's current device. The actual device that had reached end of life (eol) battery status and could not be interrogated was explanted and replaced in (B)(4) 2013. The field representative was made aware of the device issue in (B)(4) 2014. There were no problems reported with the patient's current device, that device remains in service.

Manufacturer narrative:
(B)(4). The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The reported field observations of premature battery depletion and inability to interrogate were not confirmed.